Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vamc2824c150tu, serial/lot #: (B)(6), ubd: 24-apr-2026, UDI#: (B)(4); product ID: vamc3026c150tu, serial/lot #: (B)(6), ubd: 04-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Three valiant captivia stent grafts (vamf3030c150tu, vamc2824c150tu and vamc3026c150tu) were implanted during during an unknown endovascular procedure. It was reported that two weeks later, the patient presented with chest pain and was found to have a type a dissection and intramural hematoma (imh) following a CT scan. It was noted that due to the patient's pain, surgical intervention was performed two days later. During the procedure, the ascending aorta was repaired with a valiant captivia (vamc3232c100tu) and a surgical graft was sewn to this stent graft. The brachiocephalic and left carotid arteries were bypassed. The left subclavian artery was noted to be friable and required ligation. The patient was treated for imh and type a dissection. After the procedure, the patient was extubated , awake, alert and following commands. The cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was clarified that the three valiant captivia implanted during the index procedure were implanted to treat an intramural hematoma (imh). The patient was on day 3 of extreme pain from the imh after undergoing blood pressure control. Due to the pain it was decided to treat the imh with stent grafts in the acute phase. The patient then came back two weeks later and the type a aortic dissection was seen on CT scan. The physician believed treating the imh in the acute phase and not waiting until the sub acute phase caused the dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.